Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handpiece got hot after approximately 5 minutes of use during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece got hot after approximately 5 minutes of use during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.